Event description:
Event: unresolved type I endoleak. Case details: the pt was reported to have an ectatic superior neck and narrow, calcific inferior neck. A type I superior attachment system endoleak was noted at the conclusion of the procedure. No intervention was performed and the pt will be monitored by the physician.